Event description:
It was reported that the patient's pump would "flip out" a lot horizontally, and they would have to flip it back; they did not know if they were flipping it back in the correct direction. The pump was reported to have been tied down in only two places, as the physician could not get to the other two. On (B)(6) 2015, the patient underwent revision for the flipped pump and catheter replacement; there were 50 turns in the catheter and it was kinked. No patient symptoms were reported. Upon revision, the pump was tied down in 4 places. The pump was being used to infuse lioresal (baclofen) until (B)(6) 2015. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant product: product ID 8780, serial # (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2015. (B)(4).